Event description:
(B) (4). It was reported that post a coronary artery treatment procedure, a patient death occurred. The target lesion was located in the left anterior descending (lad). The target vessel reference diameter was 3mm and the lesion length was 10mm. Pre-procedure stenosis was 90% and post-procedure was 0% stenosis. A 2.75x12mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. One day post index procedure, the patient died, cause of death was "unknown". The patient did not have angina complaints or silent ischemia. Medications were asa 100mg/daily and clopidogrel 75 mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.